Event description:
It was reported to baxter (B)(4) that the reservoir of a ce intermate lv250 ruptured during patient use. The device was infusing an unknown patient with 5-fluorouracil when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.